Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a device that would not inflate due to a hole in the cylinder. A revision surgery was performed, during which the physician suspected that fluid loss in the system was caused by the hole, likely due to normal wear and tear. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp presented with a device that would not inflate due to a hole in the cylinder. A revision surgery was performed, during which the physician suspected that fluid loss in the system was caused by the hole, likely due to normal wear and tear. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).